Event description:
Pt's spouse stated that the ventilator did not alarm when a/c wasn't supplied, nor alarmed when battery became depleted. Pt's spouse stated the trilogy 100 ventilator alarmed when the battery source was low and depleted. P.m (preventive maintenance) and calibration of the unit according with the MFR's specs from respironics (philips). The calibration test passed on 03/18/2019. Prior to pt receiving and using, alarm log download - which shows that the trilogy 100 ventilator performed normal with a list of all alarms. The report shows that the trilogy alarmed properly versus the pt's spouse's statements saying it did not. This occurrence was on (B)(6) 2019.